Event description:
It was reported that the procedure was a percutaneous transluminal septal myocardial ablation (ptsma). A 1.20x6 mm mini trek over the wire (otw) balloon dilatation catheter (bdc) was advanced to the first major septal chamber and the balloon was inflated to 6 atmospheres. The guide wire was removed from the bdc guide wire lumen and ethyl alcohol was injected through the bdc guide wire lumen. The bdc was removed from the patient anatomy and an attempt was made to flush the guide wire lumen of the bdc; however, the guide wire lumen could not be flushed with saline due to some occlusion present in the guide wire lumen. A new same size mini trek otw bdc was selected to continue the procedure. The second bdc was advanced to the second septal chamber and the balloon was inflated to 6 atmospheres. The guide wire was removed from the guide wire lumen and an attempt was made to inject 0.5 cc of ethyl alcohol through the guide wire lumen of the second mini trek bdc but resistance was experienced while attempting to inject the fluid inside the guide wire lumen. Then, suddenly, the resistance was gone and a balloon rupture occurred. Reportedly, it is possible that the bdc inner member near the balloon was damaged due to exposure to alcohol, resulting in leakage occurring from a hole/tear present in the inner member. The balloons were soaked in saline and air was pulled outside the anatomy prior to use for both bdcs without any issues noted during prep. Reportedly, no resistance was noted during removal of the stylet/protective sheath for both bdcs. There was no resistance met between the guide wire and the guide wire lumens of both balloon catheters.

Manufacturer narrative:
(B)(4). Event description continued: the balloons were inflated at 6 atmospheres; however, the purpose of the inflation was not to dilate the vessel but for the bdc to be in a fixed position for the procedure. No additional otw bdcs were used as the otw devices were used for a specific purpose ptsma which had been achieved. There was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. (B)(4). The device was returned for evaluation. The reported rupture was confirmed and the reported lumen issue was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the mini trek ii otw coronary dilatation catheter (cdc), instructions for use states: the mini trek ii otw coronary dilatation catheter is indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion; balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction; balloon dilatation of de novo chronic total coronary occlusions. Based on the information reviewed, there is no indication of a product deficiency.